Event description:
It was reported that a flogard infusion pump had a broken door latch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected, functionally tested and the alarm log review was performed. Visual inspection found that a damaged door and latch roller. The cause of the damage was undetermined. To correct the issue, the pumphead door assembly and latch roller were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.